Event description:
It was reported that during implantable pulse generator (ipg) system follow up check, the atrial lead exhibited high impedance. Ipg implant detection incomplete and indicated as related to the atrial lead high impedance. Threshold and sensing values indicated as within normal range. Action planned, and pending for later date. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.